Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during fill tubing. During troubleshooting with tandem technical support, the customer noticed the luer lock was wet. The customer reconnected the tubing to the luer lock and was able to complete load and resume insulin delivery. There was no impact to the customer's blood glucose level.